Event description:
As initially reported to customer relations: a patient of undisclosed gender and age underwent an ercp procedure in which the cotton-leung biliary stent, g22622, was used. The stent was loaded on an oasis and when tried to feed the stent through the working channel of the olympus scope the stent kept accordion up on itself. After a couple of attempts the physician removed the device and completed the procedure with a boston scientific stent. Does the complaint relate to: device placement *** this one device removal observation prior to patient contact what was the target location for the stent? Bile duct please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. In a procedure room in a cabinet what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Not informed was the wire guide lubricated prior to use? Not informed was the wire guide inspected for damage prior to use? Not informed was the device at the center of the complaint inspected for damage prior to use? Not informed were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Not informed if yes, please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? Not informed if not with the device in question, how was the procedure finished? With a boston scientific stent what intervention (if any) was required? No was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a were any other defects observed on the device prior to return (other than the reported complaint issue? No if yes, please detail any other defects observed. Had a sphincterotomy been performed prior to this occurrence? Not informed what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus does your medical facility have a service/maintenance schedule associated with its endoscopes? Not informed please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Bile duct if other, please specify. Was resistance encountered when advancing the wire guide to the target location? Not informed was resistance encountered when advancing the introduction system in place to the target location? Not informed how did the physician deal with this resistance? Not informed how did the physician determine the length of the stent to be used for the procedure? Not informed where was the stricture located in the duct? Not informed was the stricture dilated prior to placing the device? Not informed if so, please indicate what device(s) were used. Was resistance encountered when advancing the stent through the obstructed area? N/a- did not get this far after placement, was stent position verified? N/a- did not get this far if yes, please describe how. Please estimate the amount of time the stent was in place prior to this occurrence. This was initial advancement of stent did any section of the device detach inside the endoscope or patient? No if yes, please specify what section of the device broke off: please indicate whether the device broke in the endoscope or in the patient. N/a was the broken device retrieved? N/a if yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) Not informed if yes, please indicate what modifications were made: please indicate why the modifications were necessary. Not informed please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. N/a did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? None was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? None were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No if yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 21-jul-2025.

Manufacturer narrative:
Device evaluation: 1 unit of clso-10-5 of lot number c2089364 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 25 sep 2024. On evaluation of the devices the following observations were made: visual inspection: stent only returned. Damage observed on the stent near the flap of the tapered end functional inspection: 0.035 inch wire guide passed though stent without issue. Manufacturing records review: prior to distribution clso-10-5 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for clso-10-5 of lot number c2089364 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2089364. Instructions for use/label: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "this device is intended for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease. Do not use this device for any purpose other than stated intended use. If the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest the user did not follow the IFU/label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined. A possible root cause could be attributed to the excessive force or speed used during stent insertion, which might have led to the damage observed on the stent near the flap of the tapered end. Summary: the complaint is confirmed based on customer/or rep testimony. According to the initial reporter, no adverse effects to the patient were noted in the study. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the excessive force or speed used during stent insertion, which might have led to the damage observed on the stent near the flap of the tapered end.